Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using relion insulin syringes 3/10ml 31 gauge, 6mm the hub separated from the device. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported finding the needle shields hard to remove then when removed shield takes hub off with it.

Manufacturer narrative:
H6: investigation summary no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 2206019. All inspections were performed per the applicable operations qc specification.

Event description:
It was reported while using relion insulin syringes 3/10ml 31 gauge, 6mm the hub separated from the device. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported finding the needle shields hard to remove then when removed shield takes hub off with it.